Event description:
The customer reported a patient death. An inop alarm occurred for a "leads off" condition. The customer was not reporting any malfunction, but the customer wants the "leads off" to ring as a higher priority alarms like a yellow & red patient alarms.